Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited under-sensing. Upon interrogation, it was noted that atrial fibrillation episodes were undersensed by the atrial lead. Multiple automatic mode switch episodes were also noted. The mode switch episodes began after the generator replacement procedure on (B)(6) 2020. No intervention was performed. There were no patient consequences.